Manufacturer narrative:
Product event summary: the 10fcc13 sheath was returned and analyzed. Visual inspection of the handle identified a kink at the side port tube. The functional testing was performed. No anomaly was discovered. The syringe pressure test was conducted at a flow rate 2ml/min, and the pressure system recorded was within specification. Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. In conclusion, the reported side port tubing kink was confirmed during analysis and the sheath failed the returned product inspection as a result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sheath 10fcc13 flexcath contour 10f in a cardiac ablation procedure, there was kinking of the side port and insufficient aspiration was possible. The sheath was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.